Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter stated that the user was having issues with their pump. There was no other information given and the reporter could not be reached for further information. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: the pump was returned with the battery compartment cracked starting at the threads to the left side of the grip pad and from the case seal traveling to the grip pad. The battery cap threads were stripped and the cap was unable to fit to the returned pump or a test pump. The battery cap coin slot was also damaged.